Event description:
A poweflex balloon could not be removed through the sheath.there was no report of patient injury. Device will be forwarded on receipt.

Manufacturer narrative:
Complaint conclusion updated with product analysis: a poweflex balloon could not be removed through the sheath. There was no report of patient injury. Multiple attempts to gather additional information have been unsuccessful. (B)(4) : one non sterile power flex pro 9.0mm x 6.0cm 135.0cm was received coiled inside a plastic bag. The balloon was received deflated and appear have been inflated. There were blood residues and inflation medium residues were observed in the balloon. The balloon was not received fully deflated. Two kinks were observed in the body shaft approximately at 115.0 and 125.0cm from distal tip end and three elongations were observed approximately at 70.0cm, 85.0cm and 93.0cm from distal tip end. A cordis 6f catheter sheath introducer was received with returned device. Several kinks were observed in the catheter sheath introducer returned approximately at 11.0cm, 38.0cm, 48.0cm, 70.0cm and 83.0cm from distal tip end. No other anomalies were observed in the returned device. In addition, an attempt to perform insertion/withdrawal test was done with pf pro device and returned csi bts 6f resistance was felt due to kinks in the csi returned. Negative pressure was applied to the balloon with an in deflator. In addition, an attempt to perform insertion/withdrawal test was done with pf pro device and lab. Sample of csi bts 6f without difficulty. Negative pressure was applied to the balloon with an in deflator. Dimensional analysis for od proximal seal could be performed using the vernier as go ¿ no go at 2.00 mm, and the od proximal seal was found within dimensional specification since the od could be passed the 2.00mm. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported ¿pta system withdrawal difficulty-through guide/sheath¿ was not confirmed as the balloon catheter performed as intended with as lab sample csi during analysis. While the exact cause of the difficulty experienced by the customer is unknown, the returned cordis csi was found to be kinked and resistance was noted during testing with this csi. The kink in the returned csi may have contributed to the withdrawal difficulty experienced by the customer. Additionally, the balloon of the powerflex pro was only partially deflated upon receipt for analysis. Partial deflation may have been an additional contributing factor to the difficulty withdrawing the device from the csi. The instructions for use instruct, ¿deflate the balloon by pulling vacuum on the inflation syringe or inflation device. Remove the vacuum (do not apply pressure) and carefully withdraw and remove the catheter. Note: gentle counterclockwise rotation of the balloon may ease withdrawal from the sheath.¿ with the limited information available it is not possible to determine what factors may have contributed to the kink in the csi. Neither the analysis nor the information available for review suggests that the difficulty experienced by the customer could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
Complaint conclusion: a poweflex balloon could not be removed through the sheath. There was no report of patient injury. Multiple attempts to gather additional information have been unsuccessful. The device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported ¿withdrawal difficulty-through guide/sheath¿ could not be confirmed and the root cause could not be determined as the device was not returned for analysis. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Conclusion updated to reflect additional information received. During a percutaneous transluminal angioplasty (pta ) a poweflex balloon could not be removed through the sheath. There was no report of patient injury. The patient is reported to be in stable condition. The case was reported to be complex and the target lesion was femoral with moderate calcification. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. The balloon was inflated at twelve atmospheres for fifty seconds. There was no deflation difficulty. There was no burst or leak noted. There was no reported dissection. The concentration of contrast to saline was fifty percent to fifty percent. The brand of contrast used was not provided. The same unknown inflation device used to prep was used to deflate. The catheter was never in an acute bend. The guiding catheter was removed and the balloon catheter was then successfully removed through the sheath. Upon return of the device for analysis a kink was confirmed in the cordis sheath. 1-j2p3qb fal: one non sterile power flex pro 9.0mm x 6.0cm 135.0cm was received coiled inside a plastic bag. The balloon was received deflated and appear have been inflated. There were blood residues and inflation medium residues were observed in the balloon. The balloon was not received fully deflated. Two kinks were observed in the body shaft approximately at 115.0 and 125.0cm from distal tip end and three elongations were observed approximately at 70.0cm, 85.0cm and 93.0cm from distal tip end. A cordis 6f catheter sheath introducer was received with returned device. Several kinks were observed in the catheter sheath introducer returned approximately at 11.0cm, 38.0cm, 48.0cm, 70.0cm and 83.0cm from distal tip end. No other anomalies were observed in the returned device. In addition, an attempt to perform insertion/withdrawal test was done with pf pro device and returned csi bts 6f resistance was felt due to kinks in the csi returned. Negative pressure was applied to the balloon with an in deflator. In addition, an attempt to perform insertion/withdrawal test was done with pf pro device and lab. Sample of csi bts 6f without difficulty. Negative pressure was applied to the balloon with an in deflator. Dimensional analysis for od proximal seal could be performed using the vernier as go ¿ no go at 2.00 mm, and the od proximal seal was found within dimensional specification since the od could be passed the 2.00mm. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported ¿pta system withdrawal difficulty-through guide/sheath¿, csi ¿kinked/bent¿ and ¿resistance/friction-inner lumen¿ were confirmed during analysis as resistance was met during testing of the returned products. The difficulty experienced by the customer may have been due to the kinked condition of both devices as during analysis testing with a lab sample csi the returned powerflex pro performed as intended. Additionally, the balloon of the powerflex pro was only partially deflated upon receipt for analysis. Partial deflation may have been an additional contributing factor to the difficulty withdrawing the device from the csi. The instructions for use instruct, ¿deflate the balloon by pulling vacuum on the inflation syringe or inflation device. Remove the vacuum (do not apply pressure) and carefully withdraw and remove the catheter. Note: gentle counterclockwise rotation of the balloon may ease withdrawal from the sheath.¿ based on the information available, procedural factors (complex case) may have contributed to the kink in the csi. Neither the analysis nor the information available for review suggests that the difficulty experienced by the customer could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
Additional information received indicated that: the guiding catheter was removed and then the balloon catheter was successfully removed through the sheath. The case was reported to be complex. The patient is reported to be in stable condition. The target lesion was femoral and was moderately calcified. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. The balloon was inflated at twelve atmospheres for fifty seconds. There was no burst or leak noted. There was no reported dissection. The concentration of contrast to saline was fifty percent to fifty percent. The contrast use was not provided. There was no deflation difficulty. The same unknown inflation device used to prep was used to deflate. The catheter was never in an acute bend. Additional information will be submitted within 30 days upon receipt.